Manufacturer narrative:
Device alarmed button error and had no button response due to flattened dome switch on up arrow button (creased). No unexpected number ramping or scroll bar moving with no input noted. Device received without belt clip. No damage noted on belt clip slot. Device had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he fell on his device. The up arrow was not working correctly. The button would be unresponsive and sometimes would get the numbers rolling on the screen. Customer's blood glucose was 450 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.